Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the ac adapter's lemo connector pin # 2 and 3 were burnt and had melted. Also, pin# 1, 4 and 5 were burnt. Carefusion scrapped the defective component and sent a replacement adapter to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the charger had a burnt lemo connector. It is unknown at this time whether this complaint had any patient involvement associated with it.